Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an open rll lobectomy, the surgeon had completed all stages except stapling the pulmonary vein. When the stapler was fired, the distal end of the staple line "unzipped," causing significant bleeding, which was controlled by a clamp and suturing. A 4/0 prolene was used to close the defect and 2-300ml of blood was lost. The device had fired four previous vasecr35s with no issues. Upon checking the reload, all staples appeared to have fired. Surgery was delayed 40 minutes, but was successfully completed. There were no patient consequences. No change to post op management.

Manufacturer narrative:
(B)(4). Date sent: 06/03/2020. D4: batch # t5e60m. Device analysis: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.